Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. After the console was booted up, the optical signals were abnormal; specifically, the light was 0.45 volt and the signal-to noise ratio was 1.6, which resulted in the ¿controller error (defective optical sensor lamp) ¿ alarm¿. This confirmed the reported failure mode. The console was turned on again, and there was no controller error. The console was tested. The reported failure mode was unable to be reproduced. Voltage from the power battery manager to the optical bench was 4.9 volt, and the average voltage to the lamp was 4.8 volt. No issue was found with the analog output from the optical bench. The front panel optical connector was found contaminated and was unable to remove the debris upon cleaning (most likely unrelated to the reported failure mode). The root cause of the intermittent controller error was most likely due to a defective lamp. A.3 revised as gender was reported incorrectly on the initial manufacturer device report number 1220648-2025-26115. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26115 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.5 revised labeled for single use as it was reported incorrectly on the initial manufacturer device report number 1220648-2025-26115. H.8 revised usage of device as it was reported incorrectly on the initial manufacturer device report number 1220648-2025-26115.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller (aic) had a controller error during preparation prior to the case and patient use. The aic was turned off and on and it did not reproduce the error. However, the aic was replaced due to potential patient harm. There was no patient involvement.